Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced prolonged hyperglycemia with a peak capillary glucose of 430 mg/dl after a cgm failure and concurrent infusion set replacement, followed by continued elevated readings despite automated dosing until an infusion set and tubing reconnection procedure was performed correctly and insulin delivery resumed. Symptoms included hyperglycemia without ketosis, without loss of consciousness, dizziness, or need for medical intervention. Outcomes included user monitoring and corrective troubleshooting, with glucose trending down to a steady in-range value thereafter. Investigation included guided troubleshooting, infusion set removal and replacement, cartridge and tubing handling steps, pump rewinding and reconnection, and cannula fill verification. Investigation of this case revealed no device alarms or malfunctions and suggested delivery interruption related to infusion set and tubing handling error during the replacement process, which resolved after proper reconnection and priming. It was concluded, based on previously established findings for similar reports, that the cause was use-related and the exact root cause remained unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.